Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was kinked. If the cat7 is forcefully advanced against resistance, damage such as a kink may occur. The cat7 interference with the stent during advancement likely contributed to resistance as mentioned in the complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery and the popliteal artery using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. It was reported that a stent that was previously implanted had thrombosed off and there were tight underlying lesions within the stent. During the procedure, the physician completed two passes using the cat7. During the third pass the physician experienced resistance. Subsequently, the cat7 became stuck in the stent and the physician kinked the distal end of the cat7. Also, the physician kinked the mid-shaft of the cat7 while advancing through the bifurcation point. Therefore, the cat7 was removed. The procedure was completed using a new cat7 that was used to push through the clot and aspirate the clot from the distal to proximal end. There was no report of an adverse effect to the patient.